Event description:
End user stated: "turned unit on, the unit performed a self test, it was slow to analyze and would continue to reanalyze. Shock was advised, shock button was pushed and unit went back to analyze again; never shocked patient." There was no patient harm involved.